Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the endomyometrium extending to the left fimbriated fallopian tube') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, amenorrhea, gastroesophageal reflux disease, dysfunctional uterine bleeding, cholelithiasis and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("pain in left hip"), pain in extremity ("leg pain") and complication of device insertion ("one coil fell out had to be implanted"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, arthralgia, pain in extremity and complication of device insertion outcome was unknown. The reporter considered arthralgia, complication of device insertion, embedded device, genital haemorrhage, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: absent left essure filament with at least partial opacification of the left fallopian tube. Right tubal occlusion. On (B)(6) 2012: nonopacification of the fallopian tubes bilaterally, consistent with bilateral tubal occlusion. Overall resolution of the left tubal opacification since replacement of the left essure filament; on (B)(6) 2016: approximately 25% of the left essure device is in the uterine canal and 75% is in the fallopian tube. Normal right essure device. Occluded fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the endomyometrium extending to the left fimbriated fallopian tube') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, amenorrhea, gastroesophageal reflux disease, dysfunctional uterine bleeding, cholelithiasis and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("pain in left hip"), pain in extremity ("leg pain") and complication of device insertion ("one coil fell out had to be implanted"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, arthralgia, pain in extremity and complication of device insertion outcome was unknown. The reporter considered arthralgia, complication of device insertion, embedded device, genital haemorrhage, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: 1. Absent left essure filament with at least partial opacification of the left fallopian tube. 2. Right tubal occlusion.; on (B)(6) 2012: 1. Nonopacificatin of the fallopian tubes bilaterally, consistent with bilateral tubal occlusion. 2. Overall resolution of the left tubal opacification since replacement of the left essure filament; on (B)(6) 2016: 1. Approximately 25% of the left essure device is in the uterine canal and 75% is in the fallopian tube. 2. Normal right essure device. 3. Occluded fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.